Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the cover from fork cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The problem was reported by the hospital's technical service. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 25th november, 2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the cover from fork cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. After further evaluation performed by the subject matter expert at the manufacturing site it has been revealed that the affected part is located inside of the device, therefore it was not possible for the missing particles of the part to fell from the device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of particles falling, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Initially received information stated the cover from fork cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. After further evaluation performed by the subject matter expert at the manufacturing site it has been revealed that the affected part is located inside of the device, therefore it was not possible for the missing particles of the part to fell from the device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of particles falling, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. We have performed a root cause evaluation into the claimed issue and concluded that the investigated customer product complaint did not cause risk to human life and is not likely to have such effect upon recurrence, per currently available data and knowledge. When the issue occurs, the device is not up to the manufacturer specification, usually after repair or replacement of the component the device could return to normal use. If the device is used in accordance with instruction provided in user manual, such as regular preventive maintenance any unexpected failures should not occur. After reviewing the information provided for the complaints investigated herein we have been able to establish that there is no significant complaint trend with this product and issue type. It is not likely that it could lead to the serious injury or death when the malfunction reoccurs. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 25th november, 2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the cover from fork cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 25th november, 2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated the cover from fork cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. After further evaluation performed by the subject matter expert at the manufacturing site it has been revealed that the affected part is located inside of the device, therefore it was not possible for the missing particles of the part to fell from the device. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk of particles falling, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.